Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) had some noise on the episode log. Per follow-up no re-programming or other forms on intervention were taken. The icm remains in use. The patient is a participant of the (B)(6) study. No patient complications have been reported as a result of this event.